Manufacturer narrative:
D9: 14-jun-2023 device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the lens. Visual inspection found the haptic bent and residue/debris on the lens. Dimensional inspection found the lens to be within specifications. (B)(4).

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -7.0/2.0/088 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6)2023. The patient experienced excessive vaulting. On (B)(6) 2023 the lens was exchanged with a same length lens but different axis (vertically). This resolved the problem. The cause of the event was reported as unknown.